Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3(manufacturer fax); d10(concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella cp was slowly and carefully explanted and the thrombus was removed from the catheter, manually, after explantation. The catheter was seized by one of the physicians for educational purposes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the femoral artery in a 53-year-old male patient. The indication for support was not reported nor was any comorbidities. The patient was also placed on veno-arterial extracorporeal membrane oxygenation, with extracorporeal membrane oxygenation serving as the primary hemodynamic support device and the impella device utilized for left ventricular venting. On day 12 of support, a thrombus on the catheter shaft was identified on echocardiogram. In response, the impella device was slowly and carefully explanted. Following explant, the thrombus was manually removed from the catheter. Additional contributing factors included the presence of veno-arterial extracorporeal membrane oxygenation. No device malfunction was reported during the course of support. The patient survived the event and was subsequently bridged to impella 5.5 support. The patient remains on both impella 5.5 and extracorporeal membrane oxygenation support.